Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After a 6fr non-boston scientific sheath was engaged and a non-bsc guidewire crossed the lesion, distal rca was pre-dilated with a 2.5x12 non-compliant (nc) balloon catheter. A 32 x 2.50 promus premier select drug eluting stent was advanced but couldn't track because of calcification. Subsequently, pre-dilatation was again performed with the same 2.5 nc balloon catheter. Upon checking the stent, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported. The outcome was good and patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: promus select ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After a 6fr non-boston scientific sheath was engaged and a non-bsc guidewire crossed the lesion, distal rca was pre-dilated with a 2.5x12 non-compliant (nc) balloon catheter. A 32 x 2.50 promus premier select drug eluting stent was advanced but couldn't track because of calcification. Subsequently, pre-dilatation was again performed with the same 2.5 nc balloon catheter. Upon checking the stent, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported. The outcome was good and patient was stable post procedure.